Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Lcd (liquid crystal display) is out of specification (lcd bleeding). Lead flex cover and battery drawer are broken. Battery release is contaminated. Ring and one side bail are missing. Upper and lower cases, ring cover, and two side bail covers are broken.

Event description:
It was reported, the case is broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.